Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer¿s blood glucose level was 314 mg/dl.